Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient sustained an impact to the head (date not reported) and subsequently experienced skin flap breakdown over the receiver/stimulator. The device was explanted on (B)(6) 2013, and the patient was reimplanted with another device on the contralateral side during the same procedure.

Manufacturer narrative:
(B)(4)